Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed, except that it was a deep cut not just a scratch. Upon inspection and testing, it was observed that the pink rubber coating of the probe unit had a deep cut. This is attributed to physical stress such as dropping or knocking. Additionally, the device had nine broken elements and excessive scratching on the rubber coating of the distal end.

Event description:
The device was returned for repair as a scratch was observed on the pink rubber probe of the device during reprocessing. At the time of estimation, it was observed that there was a deep cut on the pink rubber of the probe. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, special adoption, and variations. There were no scratches on the surface of the acoustic lens when the device was shipped. The instructions for use includes the following statements: important information ¿ please read before use: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.